Event description:
The customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message. This noticed during morning check. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message was confirmed archive review but not during functional testing. The customer reported complaint was not reproduced. The autopulse platform functioned as intended. The root cause of the reported ua12 might be related to the lifeband not being fully inserted and locked upon powering on the platform, attributed to user error. Based on archive data review, ua12 error messages were observed, thus, confirming the reported complaint. During functional testing, the lifeband clip detect switch inspection procedure was performed. The standard belt clip tool was inserted in the spool shaft, the switch lever was checked and verified to be parallel to the switch case, and the two screws holding the lifeband clip detect switch were torqued to specification. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. The reported ua12 error was not reproduced during testing. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. User advisory is normally a clearable error message. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.